Event description:
It was reported that the asymptomatic patient presented to the operating room for a device upgrade. During pre-procedure device check, the right atrial lead exhibited intermittent low impedance. The lead was capped and replaced on may 11th, 2017. The patient¿s condition post procedure was stable.